Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 22-aug-2013 and the one (1) year warranty period has expired. Due to the age of the device and the fact there are no repairs available the customer elected to replace the video baton. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However, it is likely that the age of the device, four (4) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video baton 3-4, the screen would go blank, wiggling the video baton cable would produce an image. The procedure was completed with a second pgvl video baton, with less than a two (2) minute delay while the second device was prepared. No harm to the patient was reported. The customer stated they later isolated the intermittent image to the video baton by testing the video baton with a known good video monitor.